Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results from two patient samples were obtained using vitros troponin I es reagent on a vitros eci immunodiagnostic system. The assignable cause of this event is unknown. The historical qc data was inconclusive in determining if the issue was related to the vitros tropi es reagent lot. In addition, it could not be confirmed if service actions performed by an ortho field engineer mitigated an instrument issue that may have contributed to the event. The investigation could not rule out either a vitros tropi es reagent issue or an unknown instrument related issue as contributing to the event. Pre¿analytical sample processing could not be ruled out as a contributing factor, as the investigation could not determine if the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from two patient samples (patient 1 = 0.124 versus expected 0.015 ng/ml; patient 2 = 0.065 versus expected 0.020 ng/ml) obtained using vitros troponin I es reagent on a vitros eci immunodiagnostic system. The higher than expected troponin I patient results were not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. (B)(4).